Event description:
--

Event description:
Boston scientific received information that this right atrial lead exhibited atrial cross talk which was being seen on the ventricular channel causing some pauses in pacing. The sensitivity was decreased alleviating the issue. However two days later this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual observation confirmed that this lead was returned severed at 410mm from the terminal pin, only proximal segment only returned. There were setscrew markings noted, as well as electrocautery damage on at least two places throughout the returned lead segment. This damage was determined to be procedurally induced.